Event description:
After having the essure procedure I had swelling, muscle weakness, tingling in face, arms, legs, hip pain, multiple bursitis, fogginess, headaches, dizzy spells, unexplained rash that comes and goes, irregular periods causing blood clots. I have undergone multiple testing to rule out certain disease that would cause my symptoms all have come back negative the last testing I had was for nickel allergy which came back positive because of this I will have to have a hysterectomy to remove the coils. This has effect me by not being able to work full time. I am in constant pain and always tired. Instead of feeling like (B)(6) I feel like 70. I hope something is done about essure soon to prevent other women form having the same complications.